Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 262 mg/dl. Device might have alarmed no delivery. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error or unexpected no delivery alarms noted during testing. However, the drive support disk was found slightly loose. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window.